Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostics anomaly was observed. A manual test was unable to record data, but it did record p-waves. The patient will continue to be monitored with routine follow-up.